Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as due to a touch contamination (no further detail was provided). On unreported dates, the patient was hospitalized for the event, and the patient began treatment for the peritonitis with vancomycin and other unspecified antibiotics (doses, frequencies, and routes not reported). On unreported dates during hospitalization, the patient's pd catheter was removed, pd therapy was discontinued and the patient was reportedly recovering from the peritonitis event. No additional information is available.